Manufacturer narrative:
Concomitant products: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator please see report number 3004209178-2017-23267. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported the patient had speech change, specifically the voice was more slurred, which was secondary to the deep brain stimulation (dbs) and had occurred since the last visit on (B)(6) 2016. Reprogramming was performed for the patient on 4 occasions: (B)(6) 2016; (B)(6) 2016; (B)(6) 2016; and (B)(6) 2016. It was indicated device interrogation was performed during the first reprogramming session and the voltage settings were noted to be too high. Following the first programming session, it was indicated the patient had intermittent left arm pulling secondary to the dbs. Two reprogramming sessions were performed for the left arm pulling on (B)(6) 2016 and (B)(6) 2016 (on the same dates as reprogramming for the slurred voice). Etiology was noted to be possibly related to the device or therapy and not related to the implant procedure. Etiology was also noted as due to programming. Both events were ongoing. The patient's indication for use was parkinsons dual and movement disorders. Additional information received reported the patient was reprogrammed (B)(6) (B)(6) , and (B)(6) 2016. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was updated from left arm pulling to left arm dystonia secondary to deep brain stimulation (dbs). The patient experienced tightness, stiffness, and pain that improved with decreased voltage. It was also noted that the patient was reprogrammed again on (B)(6) 2017 to lower the voltage to tolerable levels but not cause the patient's mobility to suffer. The event remained unresolved and there were no further actions/interventions planned. No further complications were reported/anticipated. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was considered resolved without sequelae on (B)(6) 2017. It was laos noted that the etiology was updated to possibly related to the device/therapy, not related to the implant procedure, and not due to programming. No further complications were reported/anticipated. Please see report number 3004209178-2017-23267.

Manufacturer narrative:
Continuation of d10: product ID: 37603, serial# (B)(6), implanted: (B)(6) 2015, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the event was ongoing with no further actions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the event was due to overall stimulation since multiple reprogramming attempts were made. No further complications were reported/anticipated.